Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that while using the ilet, the user experienced a transient hyperglycemia event with a peak blood glucose of 287 mg/dl after a missed meal announcement, with the infusion set observed to be delivering insulin and glucose subsequently trending downward without back-up therapy. Symptoms included no reported clinical effects such as dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no medical intervention, no assistance required, and no hospitalization, with glucose returning to 175 mg/dl on follow-up. Investigation included customer support assessment and user monitoring guidance. Investigation of this case revealed that the event was consistent with a missed meal announcement leading to temporary hyperglycemia, without evidence of device malfunction or component failure. It was concluded, based on previously established findings for similar reports, that the cause was user-related operational factors associated with missed meal entry.